Event description:
A site reported that 2 patients received treatment for tattoo removal and experienced 3rd degree burns. The site claimed that medical staff were present at the site and that the patients received treatment from them.

Manufacturer narrative:
The site reportedly used the gentlemax system for tattoo removal. The gentlemax system is not indicated for this type of treatment. Tattoo removal is not recommended by candela's treatment guidelines for this system.